Event description:
Customer reportedly received the following results on the aviva system 1 within 11 minutes: 485 mg/dl, 232 mg/dl, 168 mg/dl, and 164 mg/dl. Customer allegedly received the following results, with two different roche meters, within 10 minutes: 147 mg/dl (aviva system 1) and 458 mg/dl (aviva system 2) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 1. Reference medwatch with patient identifier (B)(6) for the aviva system 2.